Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was tested on an in-house system in normal mode where it triggered error 319. The usm was tested on a patient fixture test platform (pftp) where it failed fiber test and check all boards which both failures pointing to the rolling loop fiber. Aba troubleshooting was performed with gold rolling loop fiber installed and arm passed. No signs of damage during visual inspection. Root cause is attributed to the defective component. The rolling loop led to errors on the usm.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had to disable arm 4 mid-procedure. The tse verified 32097, 307, and 319 errors in the logs for universal surgical manipulator (usm) 4. The tse walked the customer through a hard power cycle and emergency power off (epo) of the patient side cart (psc), but error 319 came back on power up. The tse shared that there was another psc available with matching software, but the surgeon was not willing to swap pscs. The customer had opted to move forward with 3 arms. The field service engineer (fse) was to follow up. The clinical sales representative (csr) called in inquiring if the system could be used with 3 arms. The tse shared the system could be used with three arms, but the customer would not be able to target or utilize table motion. The clinical territory associate (cta) called in looking for an update on when the system would be looked at. The tse viewed the notes from the fse and informed the cta of the current status. The cta had some additional questions and stated that he would attempt to reach out to the fse. The procedure was completed as planned with no reported injury.